Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and thyroid operation ('thyroid surgery') in an adult female patient who had essure (batch no. 626906) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia / extremely painful intercourse"), dysmenorrhoea ("dysmenorrhea / cramping / painful periods"), uterine haemorrhage ("abnormal uterine bleeding / bleeding"), menorrhagia ("excessive bleeding during periods"), metrorrhagia ("constant spotting/bleeding between periods"), infection ("infection"), urinary tract disorder ("urinary problems"), anxiety ("anxiety"), depression ("depression"), hypoaesthesia ("numbness"), dizziness ("dizziness"), nausea ("nausea"), night sweats ("night sweats"), anaemia ("anemia"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex"), urinary tract infection ("uti"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), fatigue ("fatigue"), migraine ("migraines") and feeling abnormal ("brain fog"), was found to have weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids") and underwent thyroid operation (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, dysmenorrhoea, uterine haemorrhage, menorrhagia, metrorrhagia, infection, urinary tract disorder, anxiety, depression, hypoaesthesia, dizziness, nausea, night sweats, anaemia, loss of libido, weight increased, coital bleeding, thyroid operation, urinary tract infection, breast pain, breast tenderness, fatigue, migraine, feeling abnormal and uterine leiomyoma outcome was unknown. The reporter considered anaemia, anxiety, breast pain, breast tenderness, coital bleeding, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypoaesthesia, infection, loss of libido, menorrhagia, metrorrhagia, migraine, nausea, night sweats, pelvic pain, thyroid operation, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: both side- 1 trailing coil. Lot number: 626906 manufacture date: 2008-04 expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and thyroid operation ('thyroid surgery') in an adult female patient who had essure (batch no. 626906) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia/ extremely painful intercourse"), dysmenorrhoea ("dysmenorrhea/cramping/painful periods"), uterine haemorrhage ("abnormal uterine bleeding/bleeding"), menorrhagia ("excessive bleeding during periods"), metrorrhagia ("constant spotting/bleeding between periods"), infection ("infection"), urinary tract disorder ("urinary problems"), anxiety ("anxiety"), depression ("depression"), hypoaesthesia ("numbness"), dizziness ("dizziness"), nausea ("nausea"), night sweats ("night sweats"), anaemia ("anemia"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex"), urinary tract infection ("uti"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), fatigue ("fatigue"), migraine ("migraines") and feeling abnormal ("brain fog"), was found to have weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids") and underwent thyroid operation (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, dysmenorrhoea, uterine haemorrhage, menorrhagia, metrorrhagia, infection, urinary tract disorder, anxiety, depression, hypoaesthesia, dizziness, nausea, night sweats, anaemia, loss of libido, weight increased, coital bleeding, thyroid operation, urinary tract infection, breast pain, breast tenderness, fatigue, migraine, feeling abnormal and uterine leiomyoma outcome was unknown. The reporter considered anaemia, anxiety, breast pain, breast tenderness, coital bleeding, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypoaesthesia, infection, loss of libido, menorrhagia, metrorrhagia, migraine, nausea, night sweats, pelvic pain, thyroid operation, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: both side- 1 trailing coil. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.